Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with multiple cartridges. Blood glucose ranged from approximately 125 mg/dl to 150 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.